Event description:
During an angioplasty procedure of a lesion located in the superficial femoral artery (side unknown), this balloon ruptured at 6 atmospheres (atms) when inflated with an indeflator. The patient is a male (age unknown). The vessel was described as severely calcified and very tortuous. The rate of stenosis was 100%. There is no information as to where the physician made access to the patient. A guidewire was inserted across the lesion via a guiding catheter without any difficulty. The balloon was advanced over the guidewire, to the lesion, to perform the dilatation. There is no information as to if there was any difficulty crossing the lesion with the balloon. When the balloon was placed at the lesion, the physician began inflation with an indeflator and, at 6 atms, the balloon ruptured. The physician carefully removed the balloon from the patient and another balloon was used to successfully complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
It was reported that the balloon ruptured. The intended procedure was angioplasty of the superficial femoral artery. The vessel was severely calcified and tortuous and had a 100% stenosis. The savvy balloon catheter was advanced to the lesion, and the balloon was inflated using an indeflator; however, it ruptured at 6 atmospheres. It is unknown if there was any difficulty advancing the catheter to the lesion or while crossing the lesion. The device was not returned to cordis for analysis. Therefore, it could not be confirmed if there was evidence of surface abrasions on the outer surface of the balloon material that might have caused the rupture. In this case, lesion/vessel characteristics likely contributed to the reported event. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.